Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information wasreceived from the consumer (B)(6). Patient reported her ins kept going out in her back. It kept showing por. Patient reported her weight was 144 lbs. The patient reported the ins was not low, she had 3 quarter of the battery. It kept flashing por. The patient did not have any emi, no falls. Patient reported it happened twice. They attempted to reset and that did not work. They then moved the device around her back and all of a sudden the ins started working again. The patient does not have a managing hcp. She is getting a new primary care physician who is going to send her to another managing hcp. The hcp reported the patient¿s weight at the time of the por and pain was 162 pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her arthritis ¿feels like it did before I got the implant¿ and stated it started sometime last week and said it started thursday morning. The patient reported that she was woken up on the day of the report at 4:30am because of the pain. The patient reported that this started the same day the power on reset (por) screen started happening. The patient reported a por screen; the therapy had stopped due to por. The patient reported that she was seeing a por screen which started last week sometime and said it was thursday. The patient noted that she didn¿t have any overdischarge events. The patient hadn¿t been around any medical equipment or emi. The patient got her patient programmer (pp) out on the call and the patient wasn¿t seeing the por on the call. The pp was showing she her stimulation was on at 3.70v. The patient reported that the por had been coming on and then going away. No further com plications were reported.